Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported patient presented in clinic for implantable cardioverter defibrillator (ICD) implant. During procedure, it was noted that the set screw was missing from the header of the ICD. The ICD was not implanted, and a replacement was implanted on (B)(6) 2025. Patient was stable.